Event description:
It was reported that the pt was a post open heart pt. Pumping was uneventful for approximately 5 hrs, when the pump shut down and went into "ready state". When the pump was purged, the pump gave a purge failure alarm. The pt was transferred to another pump without any complications.